Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that following an ablation procedure, the right ventricular (rv) lead exhibited low impedances and a polarity switch. It was suspected that the low impedance reading had been due to the procedure, as further lead measurements resulted in impedance levels within normal limits. The lead remains in use. No patient complications have been reported as a result of this event.